Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trend confirmed an unstable pacing impedance between (B)(6) 2015, the value trended from 350 ohms down to <200 ohms. Furthermore the provided iegms confirmed synchronous artefacts on rv and ff channel which led to vf detection without shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. At device follow-up, our local crm representative discovered noise on the rv lead which was detected in (B)(6) 2015. Due to this noise, vf detection was met and the device began to charge before aborting due to 3/4 slow events. Additionally, according to the rv pacing impedance trend, the rv lead impedance has been unstable (rises & falls) since (B)(6) 2015. At times, it has even reached 200 ohms. During last follow-up, rv lead impedance was measured at 401 ohms. An rv lead replacement will be scheduled for the near future. It is unlikely that the rv pacing lead will be returned for analysis. In the event of any new information, this event will be updated.